Manufacturer narrative:
Concomitant medical products: dtma2d1crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead fracture occurred and the lead exhibited high impedance. The rv lead was capped, remains in the patient and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.